Manufacturer narrative:
E1: initial reporter address 1: (B)(6). E1: initial reporter phone: (B)(6). Device evaluated by MFR.: the device was returned for analysis. A visual and tactile examination revealed no issues with the hypotube profile. Stretching in the inner lumen and kinks in the polymer extrusion were identified. A detailed microscopic examination of the balloon material identified no issues with the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Microscopic examination noted that the inner lumen was detached, and the device was held together because the outer lumen was still attached. Prolapsed inner lumen damage was also noted at 10.3cm from the distal tip. No issues identified with the tip profile. Inner lumen detached from tip. The distal section of the inner lumen is situated at 5.1cm from the distal tip resulting in the markerbands moving. The distal markerband detached and moves freely inside the outer lumen.

Event description:
Reportable based on device analysis completed on (B)(6)2024. It was reported that, when the package was opened for use, it was found that the protective sleeve of the cutting balloon was adhered to the balloon. The target lesion was located in the right coronary artery (rca). A 10mmx2.75mm wolverine cutting balloon monorail was selected for coronary artery stent implantation. After unpacking, it was found that the protective sleeve of the cutting balloon was adhered to the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable after the procedure. However, device analysis revealed that inner lumen was detached from tip.